Event description:
According to the reporter during video assisted thoracoscopic surgery lobectomy, after firing in the branch of pulmonary artery abnormal bleeding was seen in the staple line. The surgeon needed to do compression with sterilized gauze during the event approximately 5 mins to control the bleeding. Additional reloads were used but to section different branches of the pulmonary artery and vein without abnormal bleeding seen. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.